Event description:
It was reported to medtronic neurosurgery that several days after the operation, there appeared to be an infection. According to the report, the device was explanted.

Manufacturer narrative:
The device has been received. Device evaluation is anticipated but not yet begun. A review of the manufacturing and sterilization records showed no anomalies. All of our catheters are 100% inspected at the time of manufacture.